Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site. A visual inspection, alarm log review, and functional testing were performed. During visual inspection, it was identified that the door latch was broken. The cause of the condition was not determined. To correct the condition, the door latch assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a broken door latch. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.